Event description:
Error noticed with infusion. Drop factor not accurate to set infusion rate. Primary rn informed to discontinue and remove pump and tubing from service. Primary infusion was lr (lactated ringer's solution), 100 ml/hr, vbti (volume to be infused) 1000 ml, remaining vtbi 305, actual volume left in bag: approx. 500 ml.